Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2008 (B)(6); 4024 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that there was a ventricular lead warning on the remote transmission. It was also reported that the unipolar impedance was higher than bipolar and a polarity switch occurred. It was noted that the patient had a valve replacement around the same time. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.